Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hudson adapters are stripped. The connection with the reamer would spin when meeting resistance. Reamers were difficult to remove after use. This occurred with both adapters and with multiple sized reamers. No damage to the reamers. The tab on the distal augment trial that attaches the trial to the femoral trial broke off as it was removed from the trial.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the submitted device revealed damage. The complaint can be confirmed as the device is found broken from the post. The missing part was not sent for investigation. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.